Event description:
It was reported that a patient's right ventricular lead exhibited oversensing of noise that resulted in pacing inhibition. The physician first had the lead reprogrammed, however the patient told the physician they wished for the lead to be capped and replaced afterwards, due to the dizziness and discomfort they had been experiencing. The lead was capped and replaced on (B)(6) 2022, and the patient was stable.